Event description:
It was reported that after the surgeon inserted a (B)(4) collamer plate lens, he noted a scratch on it. The lens was removed without enlarging the incision and another same model lens was implanted. The reporter stated the incident was due to insufficient viscoelastic during loading.

Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. Results - visual inspection of the returned product showed the lens was returned in liquid and the optic was torn. A work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn) - based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).